Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. The customer has indicated the incident device is not being returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that they experienced an unstable temperature error during an rf ablation procedure. The electrode was replaced with another device and the procedure was completed. There was no injury to the patient. The incident electrode is not being returned for evaluation.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. Date of follow-up report : 03/15/2017. One rfa2030 was received for evaluation and the returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was unstable and the reported condition was confirmed. The water circulated normally through the product however the product did not read the temperature properly. The needle was removed for further inspection. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be an inadequate solder joint between the device's thermocouple and inner tube. A trend has been identified and a CAPA has been issued. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.